Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during an av fistulagram procedure the .018 access wire tip detached within the patient's fistula. The physician was attempting to acquire access to the patient's fistula to fluoroscopically appreciate patency and blood flow. While attempting to acquire wire access the wire tip detached. The physician then removed the wire tip with a vascular snare device to avoid the wire tip from migrating to the patient's heart or lungs.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually and the complaint is confirmed. No definitive root cause could be determined however, it is likely attributed to excessive and direct force applied to the device during use. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.